Event description:
A number of discordant advia 1650 patient results were reported to the physician. The samples were redrawn and repeated at the physician's request. The redrawn samples were ran on a second system and the initial results were corrected. Patient treatment was not prescribed or altered. There was no report of adverse health consequences due to the discordant results.

Manufacturer narrative:
Analysis of the instrument and instrument data indicate that the causes for the discordant na results were due to the faulty electrode and qc out of range after calibration. The customer replaced the na electrode, ran qc and it was within range. The instrument was monitored for precision and accuracy with a siemens healthcare technical support center (tsc) representative. The instrument has been repaired. The instrument is performing within specifications. No further evaluation of the device is required.